Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown day around the second to the last week of (B)(6) 2015, the patient underwent hernia repair surgery. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. The hernia was located around or below the umbilicus. It was unknown if the patient had the hernia prior to starting pd therapy, however, it was reported that the hernia did worsen since starting pd therapy. On an unknown recent date, the patient underwent outpatient hernia repair surgery. At the time of this report, the patient was recovered from the hernia repair surgery and dianeal therapy was ongoing. No additional information is available.